Manufacturer narrative:
(B)(4). E4: mw5174387; mw5174386. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during intraop repositioning of the femoral component in a total hip procedure, the thread in the extractor broke inside the implant. Another extractor was obtained, and the threaded stop on the back of the slap hammer broke off, causing the slap plate to hit the wall. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10; g3; h2; h3; h6; h10. D10: universal inserter/extractor. Item: 31-473601. Lot: unknown . Visual examination of the provided picture identified the handle as fractured. No information was provided for the thread in the extractor broken inside the implant. Devices not returned, further analysis cannot be made. Lot identification is necessary for review of device history records; lot identification was not provided. Review of complaint history identified additional similar complaints for the reported items. However, as the lot numbers are unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.